Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia and was treated with correction bolus via pump on (B)(6) 2026. The hyperglycemia occurred due to occlusion which caused due to inflammatory response or scar tissue.